Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-apr-2016, the fse arrived at the site to address the reported event. The fse replaced the plus motor driver board 1with a new type pmd1 brd v4ro, and installed lr stay brackets. The fse also found that the cup drawer latch was sticking intermittently. The fse lubricated the the latch which resolved the issue. The fse ran a get cup all shelfs and ran controls to verify the device was funcioning properly. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to the failure of the pmd1 to reagent / cup tip lane x axis.

Event description:
On (B)(6) 2016, the customer reported error 4111 reaent (test) cup-tip lane home detection failure with their a1a-2000 analyzer. The customer completed an all set home but the error persisted. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetal protein (afp), hcg reproductive hormone, pth kidney marker, ctn12 cardiac marker, and bhcg reproductive hormones patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.